Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. There was a tear in the black polymer coating 6mm distal to the separation. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscope imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque guide wire instructions for use states: do not push, auger, withdraw, or torque a guide wire that meets resistance. It is likely that as resistance was encountered with the difficult anatomy, the core kinked at the distal end of the hypotube. Furthermore, manipulation of the guide wire would have contributed to the guide wire separating at the kinked location. Additional handling likely contributed to the tear in the polymer coating. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure in the heavily tortuous, eccentric, 90% stenosed, mid left anterior descending (lad) artery, the balance middleweight universal ii (bmw u ii) guide wire was advanced but could not cross the lesion. The proximal guide wire separated in two pieces outside of the anatomy after several attempts were made to cross the lesion. The guide wire was withdrawn from the anatomy and exchanged with another bmw u ii guide wire. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.